Manufacturer narrative:
Medwatch sent to FDA on: 11/10/2015. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of difficulty with fill tube as follows: warning: rapid fill rates will generate high pressure which can damage the orbera system valve or cause premature detachment.

Event description:
Physician reported fill tube disconnected during initial device fill. Device was removed and the procedure was rescheduled for a later date.